Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead repeatedly dislodged. After the third dislodgement the helix was inspected and the lead sutured and another placement attempt was made unsuccessfully. New access was gained through the subclavian vein. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend or retract within specification at time of analysis. If information is provided in the future, a supplemental report will be issued.